Event description:
The physician attempted arteriotomy closure using techstar xl 6fr. Device. When deploying the device the posterior needle missed the barrel. The physician did not attempt needle back down. He called a vascular surgeon and the pt was taken to surgery for device removal and arteriotomy closure. Surgery was successful and the pt recovered without further incident.